Event description:
In 1999, MFR advertised and marketed this laser machine for hair removal, tatoo removal and the treatment of leg veins. The machine does not work in any of these areas. Rptr had one pt they treated for 1 1/2 yrs for hair removal. The treatments did not work. Rptr contacted the MFR which told rptr that the machine would not work on the three areas without a 60,000 dollar upgrade. The machine already cost rptr almost 140,000 dollars. The machine was approved by FDA. According to rptr, the approval was based on its similarity to a previous model. The approval went through in 3 mos however it takes a year to see that the machine works or not. The country in which rptr lives appraised the machine for 14,000 dollars for tax purposes. Rptr does not understand how it could depreciate that much in just 2 years. Rptr no longer uses the machine.